Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. The customer was advised to call back when they have access to the charger in order to perform a reset on the pump. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.